Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during a cryoablation procedure, when inserting the cryo balloon catheter into the sheath, air was being generated continuously. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: no product has been returned for investigation. Investigation was not able to be performed. The product nor patient data files were not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.